Manufacturer narrative:
(B)(4): bowel ischemia, unknown cause of event.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant the external iliac arteries had moderate calcification and the rest were unremarkable. It was reported that approximately 36 hours post index procedure, the patient had severe abdominal pain. The patient was taken back to the or and the physician stated that there was either bowel obstruction or an embolization of the sma, it can not be determined. Another physician removed part of the bowel and placed a colostomy bag. The physician can not determine the cause of the bowel obstruction, as the patient was fine for the first 36 hours. No additional clinical sequelae were reported and the patient is fine.